Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneous chloride (cl), carbon dioxide (co2) and calcium (calc) results. The erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. Prior to the event, the ion selective electrode (ise) system was calibrated and the quality control (qc) results were within the lab's established ranges. At one point, the operator noticed a large shift high of all ise results. The high results were questioned and no erroneous results were reported out of the lab.

Manufacturer narrative:
The customer performed troubleshooting of the system while on the telephone with bci personnel. The customer found that the ise reference solution tubing was twisted, restricting the flow of this solution. The customer untwisted the tubing, which resolved the problem. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events. This MDR is related to the following mdrs that have been reported: MDR 2122870-2009-00141.